Manufacturer narrative:
The MFR's service rep performed an on site investigation. The motion control unit was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that a motion fail error message was displayed on the 9900 system. No pt injury was reported.